Event description:
A malfunction alarm identified as malfunction 12-0x2071 was reported by the customer. It is unknown if there was any adverse impact on the customer¿s blood glucose level, as the customer declined to answer. Customer reverted to using an alternate method of insulin therapy.